Event description:
An alarm occurred on the customer's pump during insulin therapy, specifically alarm 20, without causing an adverse impact on the customer's blood glucose level. Despite assistance from technical support to load a new cartridge using the proper technique, the issue persisted, and the cartridge alarm recurred, preventing the resumption of insulin therapy. Consequently, technical support arranged to replace the pump, confirmed the shipping address, and provided instructions for putting the pump into storage mode and returning it. The customer planned to use multiple daily injections as a backup insulin delivery method.